Event description:
Patient representative reported "from the examination of the periprosthetic capsule of the right breast, it was revealed that there was ¿fibroadipose tissue with a fibrous pseudocapsule with extensive granulocyte-lymphocyte inflammatory infiltrate with a xanthogranulomatous character and including rare lymphocytic elements weakly cd30, an expression of activation in a phloigistic context." Device has been explanted.

Manufacturer narrative:
Continued health effect - impact code 4: f2201. Continued health effect - impact code 5: f2203. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma.